Event description:
It was reported that the device was replaced due to high threshold through device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery depletion-normal. (B) (4) it was reported that the device was replaced due to high threshold through device. No patient complications were reported as a result of this event. (B) (4) actual device involved in incident was evaluated; (B) (4 )electrical tests performed; (B) (4 )mechanical tests performed. (B) (4) visual examination: (B) (4) battery; (B) (4) end of life - expected. (B) (4) device evaluated and alleged failure could not be duplicated; h(B) (4)high threshold.